Manufacturer narrative:
Block b3: approximated to january 1, 2024 based on the date the manufacturer became aware of the event. Block e1: initial reporter phone: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to close. When the clip locked onto the tissue, the physician decided to reopen the device; however, the clip is not supposed to reopen once the device is locked. The clip was difficult to release from the catheter. The procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the physician decided to reopen the device. However, according to the instructions for use (IFU), do not attempt to reopen the clip once the initial tactile resistance point has been passed and/or the first click has been heard or felt. Reopening the clip may result in the clip separating from the catheter and potentially kinking or damaging the device.